Event description:
It was reported that a user of the ilet bionic pancreas contacted support for difficulty with meal announcements, specifically confusion about selecting ¿less than¿ or ¿greater than¿ and announcing very low-carbohydrate meals, which led to incorrect meal size announcements and subsequent blood glucose excursions. Symptoms included low glucose, high glucose, anxiety, and distress. Outcomes included urgent low glucose, low glucose, and high glucose alarms that required user self-management with oral glucose as needed. Investigation included review of use patterns and education on proper announcing for low-carbohydrate meals, appropriate use of the correction bolus, and risks of insulin stacking. Investigation of this case revealed user technique issues related to meal announcement selection and attempts to counter glucose excursions by misusing meal announcements rather than using the correction feature. It was concluded that the device functioned as designed and that the events were related to user understanding of meal announcement and correction practices, with additional training scheduled with a medical professional.